Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that the pump was not infusing at all. The pump's log shows that the medication has been given, as does the log. The administration set was clean and contained sodium chloride (nacl). There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the display glass scratched. The tamper seals and labels were missing. There was evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. Another problem was identified, fluid ingression was found on the main board. No corrective action was taken. The root cause of the reported issue was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.